Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2542.

Manufacturer narrative:
Corrected data: should be: required intervention to prevent permanent impairment/damage (devices) was: not checked - device update: should be: radial jaw 4 single use biopsy forceps large capacity device was: radial jaw 4 single-use biopsy forceps jumbo device: should be: radial jaw 4 single use biopsy forceps large capacity was: radial jaw 4 single-use biopsy forceps jumbo.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation in 2007 that a radial jaw 4 single-use biopsy forceps jumbo device was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, post biopsy procedure, after using a radial jaw 4 single-use biopsy forceps jumbo device there was an increased amount of bleeding that required intervention to stop the bleeding.